Event description:
Pt s/p heart cath, significant bleeding at cath site which had a sheath in place. Femostop ordered to assist with site management and hemostasis of the site. Femostop applied and worked to stop bleeding, but the gauge on the femostop would not display a consistent pressure. The display showed 200 and at times display 0 with no manipulation of the pressure. Femostop could not be removed due to the potential of bleeding. The site did stop bleeding and the femostop was removed. There was no pt harm due to gauge failure.